Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seed was larger than an ordinary seed and was not fed from the applicator. The seed is kept at the facility.

Manufacturer narrative:
No sample was returned to for evaluation; however, a picture was provided. The picture shows two seeds, with one seed slightly larger than the other. Based on the photo received the complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use provides dimensions for a seed as 0.8mm x 4.5mm. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.